Event description:
The recipient is experiencing reoccurring infections near the implant site. A surgical cleaning is scheduled for (B)(6) 2026. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.